Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure the "stapler line was dragging." It was reported that the system/stapler clamped normally and the tissue seemed normal. However, when the stapler was actually fired, the tissue "was dragging and did not actually seal." The surgeon had to move further into the anatomy that he would have liked to staple, forcing him to make the sleeve tighter. It was noted that additional stitches were added to complete the procedure. On 29-apr-2021, the intuitive surgical, inc. (Isi) stapler product team spoke to the surgeon, but the surgeon did not address anything specific pertaining to the procedure and spoke broadly on his feedback and desires for stapling improvement in general.

Manufacturer narrative:
No instrument or accessory involved in the complaint was returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported intra-operative complication was unable to be determined. An isi clinical development engineer (cde) reviewed images and a video recording from the procedure and provided the following observations: the images show stomach tissue that has some fully formed staples and some malformed staples in tissue that is not completely transected. The malformed staples were likely formed as a result of the tissue dragging during firing as described, rather than staying in place. The submitted video is of the repair due to the tissue push out. In this case, the surgeon redid the staple line with the sureform stapler and finished creation of the gastric pouch. The stapler logs of the reported incident were reviewed, and the logs show that the sureform 60 stapler instrument (part #480460-09, lot #k90201215-0009) fired quantity 9 reloads (1 green followed by 8 blue). All firings were completed per the logs. Firing #3 had one pause for compression, the rest of the firings were completed without pausing. There were no incomplete clamps noted in the procedure logs. This event is being reported due to the following conclusion: during a da vinci-assisted duodenal switch surgical procedure the "stapler line was dragging." It was reported that the system/stapler clamped normally and the tissue seemed normal. However, when the stapler was actually fired, the tissue "was dragging and did not actually seal." The surgeon had to move further into the anatomy that he would have liked to staple, forcing him to make the sleeve tighter. It was noted that additional stitches were added to complete the procedure. Should additional information become available, a supplemental MDR will be submitted.